Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Since no lot number was provided, no manufacturing record evaluation could be performed. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a saline mentor smooth round moderate plus profile 450cc breast implant being used in an unspecified breast implantation procedure was found to have a defective valve during the operation. No adverse event was experienced by the patient and there were no reported patient consequences or procedural delays.

Manufacturer narrative:
On jul 30 2021, the mentor failure analysis lab received the device for evaluation. The device lot number was identified as 9546178. Device evaluation summary: the product was returned to mentor for evaluation. Mentor conducted a visual inspection and leak testing of the returned device. Visual analysis of the returned sample revealed that no damage or anomalies were observed on the valve of the sm mpps dv 450cc breast implant. Additionally, the tubing was received with the implant. Leak testing was performed in accordance with mentor procedures, and no leak sites or any problems to fill the implant were detected during the analysis. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. The event described could not be confirmed as the breast implant was returned without a detectable issue. Although no product defect was identified, there may have been other circumstances or issues that occurred during the use of the device that could not be replicated during the laboratory analysis. As part of mentor's quality process, all devices are manufactured, inspected, and released to approved specifications. Manufacturer¿s reference number: (B)(4).